Manufacturer narrative:
(B)(4) (B)(4). Results and conclusions: engineering reported, "an inventory of the returned components includes a mini port body, catheter lock w/ attached sleeve and two segments of silicone catheter (7 and 31 cm). The shorter segment was properly attached to the port body with the catheter lock. Visual inspection of the catheter fractured revealed that the fracture surface was burnished over a portion of the cross section." Engineering stated, "partial burnishing could indicate that the fracture developed over a period of time. The two surfaces rub against each other as the fracture propagates through the cross section of the catheter. Characteristics of the fracture could indicate that the catheter was repeatedly pulled or rubbed against a rigid body. It is possible that patient anatomy along with repetitive motion could lead to these circumstances."

Event description:
Cook (B)(6) reported for customer, "catheter fracture at venous puncture site." As stated in the complaint reporting form, "the separated catheter distal end migrated toward the pulmonary artery. It was retrieved using a curry retriever."